Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned product revealed that there was a hole in the pebax. Reddish material inside the pebax was also observed. Spi screening test was performed, in accordance with bwi procedures. The product was working correctly: it was properly recognized and visualized. The catheter passed the specification, however, design failure mode and effect analysis (dfmea) states the damage in the pebax is related to the force issue. A manufacturing record evaluation was performed for the finished device 30504768m number, and no internal actions related to the reported complaint condition were identified. The instruction for use contains the following information, which was performed for this case: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish material inside. The finding was identified on (B)(6) 2021. During the procedure, a force issue was identified with the catheter. A second catheter was used to complete the operation. There was no adverse event reported on patient. The force issue is not MDR-reportable. The hole on the pebax is MDR-reportable.